Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found the cause to be an operator handling issue when performing manual dilutions. He instructed the user to load new methotrexate reagents and recalibrate the assay. Afterward, qc passed.

Event description:
There was an allegation of questionable methotrexate (mtx) results from the cobas 8000 cobas c 502 module. The initial test gave no numeric result but had a data flag indicating the result was greater than the test range. The repeat result with a 1:10 dilution gave no numeric result but had a data flag indicating the result was greater than the test range. The customer repeated the sample with a 1:100 manual dilution and the result was 218 umol/l. The neat sample and the 1:10 dilution sample were tested on another analyzer and gave no numeric result but had a data flag indicating the result was greater than the test range. On the other analyzer, the customer repeated the sample with a 1:100 manual dilution and the result was 110 umol/l. The questionable results were not reported outside of the laboratory. The repeat result was believed correct.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The investigation is ongoing.